Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the 1st diagonal coronary artery. An attempt was made to cross to the perforation using a 2.8x19mm rx graftmaster covered stent system, but it was difficult to advance through the complex iliac artery and ultimately was unable to cross through the tortuous, calcified left anterior descending (lad) coronary artery to reach the targeted 1st diagonal. The graftmaster was withdrawn without difficulty. The perforation was sealed using a two unspecified bare metal stents. The failure to cross resulted in a prolonged case, but did not result in a health impact to the patient. No additional information was provided.